Manufacturer narrative:
The estimate was rejected and the device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to an issue with the system board was found in the ventilator's downloaded error log.